Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter has an error 1 issue. The complaint was classified based on the customer care advocate (cca) documentation. The error 1 issue began (B)(6) 2014. The patient managed his diabetes with the insulin pump. At the time of the reported issue, the patient did not take any action in regards to his diabetes management. He reportedly had insomnia during the same time. There was no report of any required hcp treatment to suggest acute complication of diabetes. The error 1 issue was not resolved with training. The lfs product was replaced and requested back to lfs for investigation. This complaint is being reported due to the unresolved error 1 issue.